Event description:
On (B)(6) 2012: customer reports via phone that an generator interface malfunction incident occurred during a retrograde procedure. Patient age and gender were not known. Customer states patient was not moved and physician completed procedure in the room. There were no reports of injuries.

Manufacturer narrative:
Field service engineer (fse) troubleshot the generator console error and could not reset the log. Fse ordered software for the generator console and replaced the generator console software. Fse reset the setting, programmed the console, calibrated the touchscreen and synced the console to the generator. This resolved the reported issue. Fse tested the system per service checklist and returned the fully functional unit to service.